Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g237 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g237 for the reported issue shows no trends. Trends were reviewed for complaint categories, alarm #16: collect pressure and centrifuge bowl leak/break. No trends were detected for each complaint category. A photograph and the smartcard were returned for evaluation. A review of the data recorded on the smartcard confirmed multiple alarm #16: collect pressure alarms occurred prior to the bowl break. The customer provided photograph shows the centrifuge chamber with blood splattered on the centrifuge walls confirming the bowl break. The drive tube component of the kit appears to be intact and appropriately attached to both drive tube bearing retainer clips. The centrifuge bowl and its components are not visible in the photograph; therefore, an assessment of the centrifuge bowl's condition could not be performed. A material trace of the bowl assembly and its components used to build lot g237 found no related non-conformances. A device history record review did not identify any related non-conformances, and this kit lot had passed all lot release testing. No manufacturing related defects were identified through this investigation. No further action is required at this time. This investigation is now complete. Mc: (B)(4). (B)(6) 10/10/2018.

Event description:
The customer called to report a centrifuge bowl leak/break during the treatment procedure. The customer reported they received several alarm #16: collect pressure alarms before the break occurred. The customer stated approximately 500 ml of whole blood was processed. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable. The customer has returned a photograph and the smartcard for investigation.